Event description:
Journal article received: mechanical failure after locking plate fixation of unstable intertrochanteric femur fractures, philipp n. Streubel, md, michael j. Moustoukas, md, and william t. Obremskey, md, mph, orthop trauma _ volume 27, number 1, january 2013 which reported on a study that analyzed different types of mechanical failure involving 29 patients (mean age 56 years, range 21¿92; 45% males, 41% smokers, 17% diabetic, mean body mass index 26.9, range 20¿56) with 30 simple pertrochanteric fractures with the fracture line running through the greater trochanter treated between 2003 and 2007. It was noted at 20 months of follow-up, 11 failures occurred. The first patient with failure was reported as an (B)(6) female with a bmi of (B)(6) and a history of smoking. The patient underwent a medial buttress reduction and was implanted with a synthes 4.5 mm locking compression proximal femur plate with 3 proximal screws and 2 locking screws. The failure mode was reported as a loosening screw and varus collapse 2 weeks post-op. The patient underwent an irrigation and debridement on an unknown date and the outcome was noted as a deep infection that decreased 3 weeks after fixation. No further information is available. It is unknown if the product was a synthes device. This is 1 of 3 reports for complaint (B)(4). This report is for an unknown plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: (B)(6) 2013. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.